Manufacturer narrative:
Evaluation of the returned packing coil lp revealed, that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced, during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues, occurred after the pusher assembly mid-joint was out of the friction lock. Further evaluation revealed, multiple kinks in the pusher assembly. This damage was incidental to the reported complaint. And the root cause could not be determined. Penumbra products are visually inspection during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp. During the procedure, the packing coil lp would not advance at all past its initial position within its introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using another packing coil lp. There was no report of an adverse effect to the patient.